Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional analysis was performed on the prograsp forceps instrument by an advanced failure analysis engineer (afae). The afae confirmed the initial findings. No further observations were found on the prograsp forceps instrument.

Event description:
It was reported that during central processing, the prograsp forceps instrument jaws were misaligned. There was no report of patient involvement. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument had dislodged pin. The reported issue occurred outside of the surgical procedure. There was no fragment fell into the patient. The patient did not return to the hospital for any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps (pf) instrument was analyzed and found to have the grip pin dislodged at the distal end. The grip pin was still intact between the grips but shifted outside of its normal position. As a result of the dislodged pin, the grips became loose. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.